Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored an atrial tachy response (atr) episode containing atrial tachycardia and farfield r-wave oversensing. Lead measurements were within normal limits. This pacemaker system remains in service. No adverse patient effects were reported.